Event description:
It was reported that when the patient pressed the sync button the programmer was showing the ¿sync now screen.¿ the patient tried again and saw the ¿manufacturer splash screen.¿ the patient used her programmer two weeks ago at her last doctor appointment and it worked fine, she changed the batteries at that time. The patient wanted help with her programmer because her therapy was not working. The patient stated that her stimulation was too high and uncomfortable, which started two days ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v893295, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).